Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 42mg/dl, 52 mg/dl, 86 mg/dl, 43 mg/dl and 44 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.